Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informaiton was received from the patient on (B)(6) 2017. It was noted that the patient began the call stating that she was "going to make this fast" because she didn't feel good. It was reported that beginning about 5 months ago in 2017, when the patient got her pump filled and she used the bolus, all of sudden, she got an overwhelming numbing sensation in her stomach. It was stated that the numbing medication in the pump usually would numb her legs, and where she had pain in her arms, hands and back. It was noted that the patient had been to the hospital the past couple of weeks. Her healthcare provider checked but couldn¿t find anything wrong in the office. Patient services reviewed that the patient should follow-up with her healthcare provider (hcp) regarding the reported medical concerns. No further complicatioins were reported.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from consumer regarding a patient who was receiving bupivacaine and dilaudid at a dose of 10.602 mg/day via an implantable pump for spinal pain. The concentrations of the drugs were unknown. It was reported on (B)(6) 2017 that the patient was concerned something may be wrong with their pump and they wanted to ask questions to know what could be happening to the patient because they didn¿t know what was wrong. It was noted that the patient already saw the doctor and had the pain pump adjusted the other day. It was stated that ¿they can only do so much¿ and that the pump ¿looked fine¿ but they had checked the catheter line and were concerned with it. It was stated that the patient was ¿worried it might be leaking¿ and that the doctor was going to put the patient in the hospital on (B)(6) 2017 to check it out. It was also stated that no doctor knew what was going on with the patient and that the patient had been going to see a diabetic doctor, pain pump doctor, and an endocrinologist. It was noted that the patient had the device for two years and it was ¿working fine.¿ the patient didn¿t know what was wrong. It was noted that the patient had a problem with diabetes and a ¿weird thing happened¿ when they had a lot of severe burning pain and gradually it had gotten worse, which was stated that it might be from the diabetes. It was also reported that when the patient would give their self a bolus, it would numb their stomach and it never did that before. It was related that it used to numb their leg and where the pain typically was (into the patient¿s arms and hands). It was stated that the patient thought it was coming from the pain medication. It was reported that it had ¿gotten extremely worse¿ and ¿really bad¿ in the last few weeks and the patient was ¿so sick¿ and ¿so unstable¿ in the last couple of weeks. It was indicated that it was debilitating and the patient was scared in the past two weeks. It was indicated that this was a gradual change in therapy/symptoms. It was noted that ¿911 came¿ and picked the patient up and the patient¿s mother came in and found the patient on the floor. It was also noted that the patient had been in and out of the hospital and that the patient was put in the hospital the last two days. It was stated that the pain was where the patient had neuropathy from their feet up to their hips and into their hands and arms and ¿everywhere you can possibly get it.¿ it was also stated that the patent had fibromyalgia and sciatica. The patient¿s current status was their situation was being addressed by a healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-jan-11 from the consumer reported about 8 months ago she started to get a numbing sensation in her legs where it was supposed to go, but she would get overwhelmingly numb in her chest, head area and whole upper body. The patient was getting really bad migraines and stated it was a horrible feeling. The patient stated it was so bad that she stopped using her personal therapy manager for boluses for months. The patient reported she had a burning pain sensation all over her skin and thought it was the numbing medication, so the doctor started to decrease that volume, but it was still happening. The patient had an appointment with the doctor on the day of report to have her pump filled. There was no out-of-box failure reported. The patient stated that her doctor¿s office told her to call the manufacturer regarding her symptoms.